Event description:
The customer reported that they removed the battery from the insulin pump and it started alarming button error. The customer stated that the buttons were unresponsive and the numbers were scrolling on their own. The customer's blood glucose at the time of the phone call was 166 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No battery out limit alarm noted. No unexpected numbers ramping noted. Insulin pump had a cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip.